Event description:
It was reported that the foot switch stuck and the system may have produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the foot switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.